Event description:
The following information was provided: it was reported that the patient's right hip was revised due to dissociation of a competitor head from an adm/ mdm poly insert. The competitor stem and head, adm/ mdm poly, and mdm metal liner were revised to another metal liner, adm/ mdm poly, and cemented exeter stem with femoral head. The mdm liner was revised because the surgeon was considering revising the shell. Intra-operatively, surgeon re-assessed, determined the shell was well fixed/ positioned, and did not revise it. There are no allegations against the revised mdm metal liner. Rep confirmed that no further information will be released by the hospital or surgeon.